Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that the patient had been getting rib and thoracic stimulation that prevented use. The physician replaced the lead with a more narrow lead and attempted to place one vertebral level lower than the previous paddle lead. The issue occurred during normal use. It was noted that the lead was discarded by the customer and would not be returned. The patient was alive with no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.